Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the ipg was electively replaced. Nothing was done to the leads. Following the ipg replacement the impedances issue cleared. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to set the system into MRI mode due to high and low impedances. As such, surgical intervention may take place at a later date to address the issue.